Event description:
As reported by the user facility: customer reports infusion of cyclophosphamide total volume 289.5 ml over 30 minutes. Column of air to 10-12 inches below pump, no air in line alarm. Pump did alarm infusion complete. No patient injury. MFR report #: 9610825-2014-00264.